Manufacturer narrative:
Ca2 last calibration was performed on (B)(6) 2024 with acceptable results. The qc data for ca2 showed some outliers. The results from a hardware performance check suggest issues with sample pipetting precision and mixing and cell rinse functionality. The field service engineer (fse) observed multiple issues on the rinse station. There was a hole in the tubing causing it to drip back into the cuvettes. The fse replaced the tubing. Afterward, multiple parts of the instrument were checked and various tests were performed with passing results. Based on the information provided, a general reagent issue was excluded since multiple assays were affected. The investigation determined the event was due to the hole in the rinse tubing identified by the fse.

Event description:
There was an allegation of questionable low results for multiple assays and multiple patients tested on 2 lines of a cobas 8000 c 702 module. Discrepant results were provided for 9 patient samples tested for calcium gen. 2 (ca2) or creatinine plus ver.2 (crep2). Patient 1 initial ca2 result from line 1 was 1.81 mmol/l. The repeat result from line 2 was 2.38 mmol/l. Patient 2 initial ca2 result from line 1 was 1.52 mmol/l. The repeat from line 2 was 2.5 mmol/l. On (B)(6) 2024 the repeat from line 1 was 2.49 mmol/l. Patient 3 initial ca2 result from line 1 was 1.64 mmol/l. The repeat from line 2 was 2.2 mmol/l. On (B)(6) 2024 the repeat from line 1 was 2.29 mmol/l. Patient 4 initial ca2 result from line 1 was 1.74 mmol/l. The repeat from line 2 was 2.35 mmol/l. On (B)(6) 2024 the repeat from line 1 was 2.41 mmol/l. Patient 5 initial ca2 result from line 1 was 1.78 mmol/l. The repeat from line 2 was 2.38 mmol/l. On (B)(6) 2024 the repeat from line 1 was 2.38 mmol/l. Patient 6 initial ca2 result from line 1 was 1.81 mmol/l. The repeat from line 2 was 2.34 mmol/l. On (B)(6) 2024 the repeat from line 1 was 2.48 mmol/l. On (B)(6) 2024 patient 7 initial crep2 result from a urine sample on line 1 was 14 umol/l. The repeat from line 2 was 76 umol/l. On (B)(6) 2024 patient 8 initial crep2 result from line 1 was 16 umol/l. The repeat from line 1 was 99 umol/l. The repeat from line 2 was 102 umol/l. Patient 9 initial crep2 result from line 1 was 24 umol/l. The repeat from line 1 was 100 umol/l. The repeat from line 2 was 100 umol/l.

Manufacturer narrative:
The ca2 reagent lot number was 790795 with an expiration date of 30-jun-2025. The crep2 reagent lot number was 801066 with an expiration date of 28-feb-2025.